Event description:
It was reported that there was oversensing with pocket manipulation as well as high impedance on the right atrial (ra) lead. Upon opening the pocket, a fracture was noted at the suture sleeve site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. The atrial lead impedance was out of range at greater than 3000 ohms the week ending (B)(6) 2012. The daily maximum lead impedance varied between 646 ohms and greater than 3000 ohms. There was a lead warning (B)(6) 2012 for out of range atrial lead impedance.